Manufacturer narrative:
Additional information: g3, h3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device's jaw was stuck on eschar buildup. Functional testing found that the build up was cleaned and the device was working properly. More frequent cleaning of the jaws could have prevented build up of eschar. The product analysis found the mechanical function of the device's jaw opening and closing was functioning properly. The hook and sheath of the device were inspected and were found to be within specification. The weld integrity and the device's tactile were inspected and were found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electr ical or wiring issues were found. It was reported that the jaws was difficult to open, device stopped working and the knife blade was exposed. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The man ufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws and l-hook clean. Build-up of eschar may reduce the sealing, cutting, dissection effectiveness, and may heat jaws to the point of damaging jaw insulation. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laparoscopic hysterectomy salpingectomy, the device was clamped on a structure and after sealing and ligation of 1 salpingectomy, when trying to do the next one, the jaws stuck on and could not be opened, but was no longer applied on the tissue. The surgeon tried to press all the buttons to make it unstuck and was unsuccessful. The surgeon was able to use the device for a few times for about half an hour and the device was not cleaned before the issue occurred as it was only used for a little while. Based on the photo received, the tip of the device was slightly open and exposed the blade. The device was also connected to a ft10 generator and another ligasure device was used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device's jaw was stuck on eschar buildup. Functional testing found that the build up was cleaned and the device was working properly. More frequent cleaning of the jaws could have prevented build up of eschar. The product analysis found the mechanical function of the device's jaw opening and closing was functioning properly. The hook and sheath of the device were inspected and were found to be within specification. The weld integrity and the device's tactile were inspected and were found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electr ical or wiring issues were found. It was reported that the jaws was difficult to open and the knife blade was exposed. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws and l-hook clean. Build-up of eschar may reduce the sealing, cutting, dissection effectiveness, and may heat jaws to the point of damaging jaw insulation. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the device was clamped on a structure and after sealing and ligation the jaws could not be opened. Based on the photo received, the tip of the device was slightly open and exposed the blade. The device was also connected to a generator and another device was used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.